Event description:
During the implant procedure, while dissecting the chest area, a vessel was nicked and the patient experienced bleeding. Physician applied pressure and used cautery to stop the bleeding. This resolved the issue.